Event description:
It was reported that motor rate error/not infusing was experienced.

Manufacturer narrative:
Additional information was received indicating that the event occurred during routine preventative maintenance; there was no patient involvement. Device evaluation: one device was returned for analysis in damaged condition. Visual inspection showed both plunger cases cracked. As a result of checking the log, there was no mre or any other motor errors in history. History before (B)(6) 2020 was cleared. Based on evidence and investigation, the complaint allegation was unable to be determined. As a preventative, the old style motor mount, old worm gear, and old worm coupling were replaced, also the teflon washers with the delrin washer, the lead screw and both clutch halves were replaced.